Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance (sli) measurements of greater than 200 ohms on right ventricular (rv) lead. Boston scientific technical services (ts) discussed possible reasons for the findings noted. The patient was brought in and the physician performed non-invasive programmed stimulation (nips) to test the system and yielded a within normal range sli measurements. Additional information received that the cause of the issue was not conclusively determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.